Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call that the insulin pump alarmed critical pump error and pump error alarms. The customers blood glucose value was 357mg/dl. The customer also reported reoccurrence of frozen display. Troubleshooting was done and customer unable to clear pump error. The customer advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm or frozen screen due to critical pump error alarm.